Manufacturer narrative:
At this time acorn does not see there is a root cause that requires our attention. The stairlift had a custom rail made specifically for the (B)(6) staircase. The staircase was digitally scanned and a computer aided design (cad) drawing was produced. This method minimizes the space between the stairlift rail and the staircase banister, and creates a consistent distance between the two. The stairlift was installed per the cad drawing created for the (B)(6) staircase and passed all finished device acceptance activities. Acorn has no records as of november 2016 that the stairlift was not operating to specification. At the time of the incident mr. (B)(6) was extremely intoxicated and willing choose to use the stairs (according to the police report). There is nothing that acorn could have done to prevent mr. (B)(6) from entrapping his head between the rail and the banister.

Event description:
Acorn stairlifts, inc. (Acorn) obtained a copy of the police report as it related to the incident that occurred at the (B)(6) residence on (B)(6) 2019. Mr. (B)(6) death was reported as follows. On (B)(6) 2018 at approximately 1700 hours, detectives (B)(6) and (B)(6), of the (B)(6), spoke with (B)(6). They noted that she appeared extremely confused and possibly intoxicated. (B)(6) stated that she and (B)(6) were drinking earlier in the night and were located in the downstairs bedroom. Donald left at some point in the night, she stated that later in the night she heard a commotion but did not go check to see what it was as it was not unusual for mr. (B)(6) to fall. She claimed he fell about three to four times a week. She stated she later awoke and discovered donald on the staircase with his head stuck between the rails. It was difficult to establish any sort of time line as (B)(6) was confused and not aware of how much time had passed or any order in which these events occurred. (B)(6) did say the stairlift in question was added because (B)(6) had past troubles (bad knees) getting up and down the stairs, though he rarely actually used the stairlift. She stated donald was not patient and did not like to use the "electric chair" because it took too long. There was blood on the right side of the railing and a pooling of blood on the wooden step just above the tile floor. There was also blood on the tile floor to the left of the stairs. Photos of the scene and residence were taken. Acorn obtained a copy of the medical examiners report on 10/24/2019. Listed as the cause of death was anoxic encephalopathy due to positional asphyxia and entrapment of head and neck. Mr. (B)(6) is thought to have fallen down a flight of stairs at home while intoxicated. He was found (B)(6) 2018 with his head entrapped by the staircase railing and the stairlift rail. The duration of his incapacitation was not clear as the reporting party was thought to have been significantly intoxicated at the time of the incident. It's possible mr. (B)(6) fell at or around 1000 hours on (B)(6) 2018. Paramedics were dispatched at 1647 hours and arrived to find him already extracted on the floor, with pulseless electrical activity. He was cyanotic, with cool extremities, and a head laceration that was not bleeding. At admission, mr (B)(6) blood alcohol level was 402 mg/dl ((B)(6) 2018 1726 hrs). He was diagnosed with a left scalp laceration requiring closure. There were no cervical spine fractures, and no other significant injuries. Mr. (B)(6) never regained consciousness, and he died in hospice on (B)(6) 2018.